Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock during an atrial fibrillation (af) episode. After the shock was delivered, it displayed code 1005, indicating an open circuit condition and hight out of range shock impedance were exhibited in the right ventricular (rv) lead since last year. Data was sent to boston scientific technical services (ts) and a system exchange was suggested. At this time, the system remains in service. No adverse patient effects were reported. Sales representative confirmed the system was explanted and successfully exchanged. No additional adverse patients effects were reported.